Event description:
Internal generator data was later received and reviewed. Upon further analysis, this is a previously known defect with the firmware of the generator. The investigation identified that the ibi_precharge_ticks (ibipt) value for the device was unexpectedly set at its maximum value of 6226 ticks instead of an expected value of <100. Ibipt dictates vboost charging times prior to the start of a ramped burst as well as in-between pulses during the ramping period. The root cause is suspected to be due to false negative comparator results when comparing vboost margin to vpulse during the ramp period (a single negative result during the ramp-up period will result in an increase of the ibipt value). The charge accumulation battery level displayed to the user is less than the true battery life remaining due to this firmware issue. We except this battery to prematurely deplete but not as aggressively as what is communicated to the user. The occurrence rate of this defect was determined to be (B)(4). No additional relevant information has been received to date.

Event description:
It was reported that a patient¿s battery was running out faster than expected for only being implanted for a little over a year. Longevity tables for m1000 autostim feature enabled from the vns therapy physician¿s manual were reviewed. Upon review of the battery life estimations, it appears that the device is prematurely depleting as it has only been implanted for around 1.3 years and was programmed to lower settings prior to this date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.